Event description:
A friend of mine and fellow parent came to me after her child was saved from choking on a detachable battery cover of a bedwetting alarm. The parent came to me as she knows of my 30 years of regulatory compliance experience. She did so in the hope that my insights and lab contacts might assist in determining if this is a safe product and that maybe, her incident was a fluke. So I did a deep dive and found that not only is it not a safe product mechanically (swallowable parts and pinch points from the safety pin) but chemically (failing lead, bromine, mercury and phthalates levels) but also from the FDA age guidance and lot # requirements. I have compiled these findings and non-conformances in the attached report in the hope we can keep children from getting hurt or worse.